Event description:
(B)(4). Event occurred in (B)(6). The patient reported that during the insertion process, that one part of tubing that gets connected to his body was detached. Upon investigation, it was found that the tubing was detached from the tubing connector and the glue was absent where tubing was joined on the tubing connector. No further information available.